Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (4/6/2017) litigation received. General metal on metal implications alleged, though no plaintiff specific information provided. No medical records or product/lot information is available. Liner and head reported. Will update complaint when more information becomes available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 05, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pain and clicking. After review of the medical records for MDR reportability, revision operative note reported that there was osteolysis, metallosis, scar tissue around the neck, large cavitary lesion in the greater trochanter which was visible on x-ray, and granulomatous debris dark stained from metal. Laboratory values for cobalt and chromium were provided and cobalt level was above 7 ppb. Part and lot information were provided. Stem was added due to the reported elevated metal levels. This complaint was updated on: jun 08, 2017.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear and fracture (component).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.